Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system would not turn on. The customer informed that the system did not power on after the generator test. The philips field service engineer (fse) visited the system onsite and found that the main breaker in the cabinet tripped. The fse verified proper incoming voltage and found no fuses were blown and ensured the system operated properly after switching the breaker to the on position. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.